Event description:
A tandem mobi cartridge alarm was reported, confirmed as cartridge alarm 35, but did not negatively impact the customer's blood glucose level. The issue did not occur during the loading process, and a history of similar alarms with the customer's pump was noted. Technical support arranged for a replacement pump, with an updated software version, to be sent to the customer, who agreed to use manual injections to manage insulin delivery in the meantime. The customer was advised on returning the faulty pump and updating their replacement with their previous settings and connecting it to their continuous glucose monitor.